Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced blood glucose (bg) values ranging from 45 mg/dl to 600 mg/dl with polydypsia and polyuria associated with an inaccurate delivery issue. It was reported that the patient's healthcare provider made recent changes to the patient's basal rate. The reporter stated that they felt the recommended pump boluses were incorrect. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump's history.this complaint is being reported based on the allegation that the patient experienced bg excursions due to the alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings: the last bolus delivery and the last basal delivery were on was on (B)(6) 2015. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24hrs with no errors, alarms or warnings during testing. The pump¿s basal history and total daily dose (tdd) basal history were appropriate for the programmed basal rates. The bolus history matched the tdd bolus history. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. An ezcarb and ezbg bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).